Event description:
It was reported that the patient was presented to clinic for follow up. Device interrogation revealed that implantable cardioverter defibrillator (ICD) exhibited far-field r-waves oversensing resulting in inappropriate automatic mode switch (ams). Programming changes were performed. The patient's condition was stable.